Event description:
In preparation for a procedure, the user selected a cook tracer metro direct wire guide. It was reported that the ercp nurses prepared the procedure. The nurse found that the wire tip was disconnected (detached) from the wire. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.